Manufacturer narrative:
Logic 4k camera controller, part ID 5525301, serial #(B)(6) was manufactured on 04/feb/2022. The batch consisted of 20 pieces. No issue was identified during production and no further complaints were received from the reported batch.

Event description:
A user facility has informed richard wolf gmbh an issue regarding a logic 4k camera controller, part ID: 5525301, serial # (B)(6). According to the received information, at the beginning of a holmium laser enucleation of the prostate (holep) procedure, the video processor was switched on. The optics were already in the patient's urethra. After completion of the video processor's self-test, a large yellow banner was displayed on the monitor: "the device may have limited functionality. Notify service! Error..." Although the camera displayed an image on the monitor, it was almost completely obscured by the error message. Confirmation / acknowledgement was not possible, so the application had to be interrupted and a replacement device had to be integrated.

Manufacturer narrative:
New information: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h7, and h10. The logic 4k camera controller, part ID: (B)(4), serial # (B)(6) was investigated at rwgmbh. During the inspection of the camera controller, according to test instruction pa01-001-9111, the customer complaint could not be reproduced despite a test run of 3 weeks. After production, the logic 4k camera controllers are checked for their electrical parameters in accordance with our test instruction pa01-001-9111 and subjected to a functional test. These test steps ensure that no products are delivered that have not met their specifications.the service life of the controller at the customer's is approx. 15 months. During this time, it functioned faultlessly and has not yet been repaired at richard wolf. After a period of use of approx. 15 months, the cause is assessed as not traceable after several weeks of testing. The present logic 4k camera controller of the type 5525301 with the serial number (B)(6) originates from the production order (B)(4), which was booked to the new goods warehouse on 04/feb/2022 with an order size of (B)(4) pieces. A review of the relevant production records did not show any return deliveries or special releases within the production lot. No comparable case has been registered for this type in the period under consideration. Based on the available evaluation information, there is no direct risk to the patient, user or third parties. In general, the user is advised in the associated instructions for use ga-a282 / en / int / v2.0 / 2021-08 / pk20-0139 under chapter 9 that a visual and functional check must be carried out before and after each use. Possible functional impairments of the above type can be easily detected by hospital staff if these instructions are followed. Chapter 5 also points out that a second, equivalent camera should be available in case of a possible device failure during therapeutic use. In the risk assessment e2-1, rev.04, handling-related, design-related, and manufacturing-related risks with regard to impaired physical properties, such as image restriction, functional restriction as well as hazards due to an unusable product with the corresponding extent of damage and the assumed probability of occurrence were considered and assessed with an acceptable risk.